Manufacturer narrative:
Zyno medical received the investigation report from the contract supplier on 01/24/2018. The backflow issue was not confirmed. (B)(4).

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00330).

Manufacturer narrative:
In addition to the peristaltic mechanism issue, the device was also found to have a noisy motor, a battery outside of warranty and alarmed system error. The device is undergoing further investigation and analysis.

Event description:
On (B)(6) 2017, the customer service representative at zyno medical received a service request from the customer without specific issue reported. During the service of the device performed on (B)(6) 2017, the device was found to have the peristaltic motor infusing forwards and backwards, which constituted an MDR reportable event. No patient was involved in this case. The MDR decision was made on (B)(6) 2017.